Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument cautery was not working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The surgery was completed with a replacement instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found signs of mechanical indentation at the yaw pulleys and the surface of the distal clevis, which could have contributed to the wire insulation damage. The instrument was found to have multiple indentations at the distal clevis of the grip tips. The grips were not found to be bent, and additional damage was found at the distal end. Components adjacent to the indented grip tips show damage. Several indentations around the yaw pulleys and conductor wire insulation were damaged. The instrument was found to have one indentation/burrs on the edge of the yaw pulleys. There were no pieces missing. Several indentations around the distal clevis and the conductor wire insulation were damaged. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.1" - 0.17" in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. The instrument had the conductor wire dislodged from the connector pin, - 1 - on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 66 mm, which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for inputs 5 (pitch) and 7 (grip), located inside the backend of the instrument. The instrument was found to have corrosion on the bearings. Grips/pitch input disk bearings and thrust bearing exhibit orange discoloration. The corrosion was observed on multiple components of the bearing. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The probable root cause of nicks and gouges on the yaw pulley is attributed to damage during use or reprocessing. The probable root cause of a damaged clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing.